Manufacturer narrative:
Correction: the lot number was not provided therefore annex b11,12 and 14 were removed. Additionally h11: manufacturer narrative was corrected. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of retention, coloplast accepts the physician¿s observations of such as the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to additional information received on september 23,2024: the patient is reportedly "continent and no bother" since revision surgery.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, since implantation the patient would go into retention for about 2 days, every 5 days and had to then self-catheterize. Patient would reportedly be fine following for another 5 days. The doctor believes the patient binge drinks, and this causes problems. The doctor advised her to either stop drinking or he had to "cut the sling". The patient chose to have the sling cut. On (B)(6) 2024, the doctor made a midline incision and dissected the mesh free at the mid-urethra. The physician then cut it completely through at midline and closed.